Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/20/2018, belt: 12/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 22:42:08 on (B)(6) 2021. The patient was in sinus tachycardia at 130 bpm with pvc's at 04:14:34 on (B)(6) /2021. The patient's rhythm degraded to vt at 200 bpm at approximately 04:14:50. The patient's rhythm then degraded to vf with varying amplitudes and motion artifact at approximately 04:15:02. Varying amplitude and motion artifact prevented the lifevest from detecting the arrhythmia. The patient remained in vf. The lifevest detected the vf arrhythmia as asystole between 04:30:51 and 04:36:05. The device threshold for asystole detection is when an ECG input signal falls below 100 microvolts for at least 16 seconds. This performance level is disclosed in the lifevest 4000 operators manual. The cardiac signal voltage observed was below 100 microvolts from between 04:30:51 and 04:36:05, which is under the minimum design requirement to determine the presence of cardiac signals. The patient's rhythm degraded to asystole with intermittent cardiac activity at approximately 04:40:09. The patient's rhythm degraded to vf with varying amplitudes at 04:44:04. The lifevest detected the vf arrhythmia, but varying amplitudes prevented delivery of a treatment. The patient was in vf with varying amplitudes, motion artifact, CPR/motion artifact, and electrode lead fall off from approximately 04:46:15 to 04:47:08. Varying amplitude, motion artifact, CPR/motion artifact, and electrode lead fall off prevented the lifevest from detecting the vf arrhythmia. The patient received a non-lifevest defibrillation at 04:47:27. The patient's rhythm at the time of the external defibrillation was obscured by CPR/motion artifact and electrode lead fall off. The patient's post-shock rhythm was an idioventricular rhythm at 50 bpm, degrading to asystole. The patient was in idioventricular rhythm at 60 bpm with motion artifact and electrode lead fall off from approximately 04:53:18 until the electrode belt disconnection at 04:59:02 on (B)(6) 2021. It was not reported who disconnected the electrode belt.